Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) over 500 mg/dl with a trace of ketones associated with air bubbles in the cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the patient was not filling the cartridge properly. This complaint is being reported because the patient allegedly experienced. Hyperglycemia related to user error in not properly filling the cartridge.